Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that approximately 9 years after an intraocular lens (iol) implant procedure, the patient was having a lot of allergies and noticed a changed in her vision. The patient went to the emergency room (ER) and received unspecified allergy medications but had not seen any improvement in her vision. The patient decided that she would see an eye care professional (ecp) about her issues and for an overall exam. She cannot tell if blurry vision was in both eyes (ou), or just one eye. She only had an implant card for 1 eye. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The reporter was the patient. It was indicated that the lenses were implanted in 2015. Patient stated they have been having a lot of allergy issues and noticed a change in their vision. Patient decided to see an ecp about their issues and for an overall exam. Patient cannot tell if blurry vision is ou, or just one eye. Surgeon replied and has not seen patient for an exam since 2015. Patient did not provide any additional information on their ecps. No further information has been provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).